Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The symptom ¿blank screen¿ was confirmed during functional display test. An internal inspection of the cycler showed that the inverter board on the front panel assembly had a damaged inductor. The cause of the blank screen was the heat damaged inverter board. There were no other discrepancies encountered in the internal inspection of the received cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Peritoneal dialysis patient contact reported that during treatment, the cycler powered down due a power outage from a storm. During troubleshooting it was reported turning the power switch off and back on, but when they turned it back on, the stop and ok keys lit up but the screen remained blank. She stated that the cycler alarmed but they could not see anything on the screen. They tried to reboot the cycler again but the screen remained blank. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The cycler was replaced. Additional information was requested and received. The patient did not experience any complications as a result of the alleged event.